Event description:
It was reported that the patient experienced low glucose episodes in the evening and during sleep while using the ilet system, with a documented nadir of 60 mg/dl and concurrent cgm and meter readings in the 80s during the call; the caregiver raised the cgm target per clinical guidance and inquired about adjusting the ilet sleep target, and was directed to consult the nurse for setting changes. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included transient low glucose lasting about 30 minutes without medical intervention, backup therapy, ketone testing, or assistance. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.